Event description:
Information received from the patient via the manufacturer's representative reported that they had blood clot in their lung and want ed to know if they could use the implantable neurostimulator (ins) therapy. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.